Event description:
A report was received that the patient underwent an explant. The patient indicated that device was not working properly after a non-device related car accident. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient underwent an explant. The patient indicated that device was not working properly after a non-device related car accident. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50 serial: (B)(4) description: linear st lead, 50cm.

Manufacturer narrative:
The ipg passed all visual, electrical and performance tests performed. The ipg exhibited normal device characteristics. The leads were cut. Damage to the leads were similar to the typical explant damages and were not considered a failure.